Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. Upon interrogation it was found that this system was exhibited noise and oversensing on the right ventricular (rv) channel that resulted in greater than five seconds of asystole for this pacemaker dependent patient. Additionally, there was loss of capture at maximum outputs and high out of range pace impedances measuring greater than 2,000 ohms. Subsequently, the patient underwent a revision procedure and the rv lead was surgically capped and abandoned and the pacemaker was explanted and replaced. During the replacement procedure the lead was tested with the pacing system analyzer (psa) and the clinical observations continued.